Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54v3l. Additional information was requested and the following was obtained: on which firing did this occur? No. Was the cartridge able to be loaded into the device? Yes. Did the assembling error occur when the cartridge was being loaded into the device? Yes. Did the assembling error occur when the device was being closed on the patient tissue? No. Was the knife able to be returned to the protective housing? Yes. How was the procedure completed? Replaced new product the analysis results found that the ntlc75 device was received in good visual condition and with a cartridge reload present. The cartridge reload had the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position and with the "doghouse" component of the cartridge damaged, which indicates that the device firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in an incomplete staple line. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, assembling error (knife was moved while assembling cartridge.) It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.